Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that a pt had been diving and suffered sudden cardiac arrest. The pt was lifted onto a cruise ship, in an attempt to treat the pt, the device was unable to analyze the pt's heart rhythm. Complainant indicated that the pt subsequently expired.